Event description:
It was reported that the customer had skin irritation from the adhesive sleeve holding the pump and the adhesive sleeve holding the pump fell off. There was no reported adverse impact to the customer blood glucose level. Reportedly, the customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.